Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges. Also, it was reported that no drips were seen out of the tubing or patient line. The customer was able to load a new cartridge successfully. The customer's blood glucose level was not impacted.